Event description:
It was reported that after a replacement the new ins took 24 hours to reduce the patient's shaking, and the patient was still not feeling quite right four days after implant. The patient didn't think her voice was sounding right. The patient fell the day prior to report, and the patient thinks it was the battery that made her fall. The patient sprained her ankle. The patient wasn't sure how she fell. It was stated that everyone was telling the patient that it was her battery that made her fall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension; product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type extension; product ID 3389s-40, lot# v221331, implanted: 2009-(B)(6), product type lead; product ID 3389s-40, lot# v126057, implanted: 2009-(B)(6), product type lead. (B)(4).